Manufacturer narrative:
Date of event: date of event is unknown.

Event description:
Related manufacturer report number 1627487-2022-00771. It was reported that the patient was experiencing pain on the right side. Further investigation finds infection at the extension site. As a result, patient was treated with antibiotics to resolve the issue.